Event description:
Reportedly, while a pt was undergoing a stent placement, the stent became detached and in trying to locate the stent in the pt, the procedure was prolonged, allegedly resulting in the pt receiving radiation comprising 74 minuts of fluoroscopy and 95 cine runs equaling 18,500 cine images. The procedure was interrupted due to the catastrophic failure of the x-ray generator. The procedure was completed using a portable c-arm unit brought in by hosp personnel.